Event description:
Empty baxter intravia container 250ml seems to have small plastic shaving inside. Lot #p136689. This was observed while inspecting sterile soy protein validation testing so the solution is an amber color. If the solution was clear I don't think we would have seen it.